Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial #: (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3778-60, serial #: (B)(4), implanted: (B)(6) 2009, product type: lead. Other relevant device(s) are: product ID: 3778-60, serial/lot #: (B)(4), ubd: 14-sep-2013, UDI#: (B)(4). Product ID: 3778-60, serial/lot #: (B)(4), ubd: 14-sep-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the ins was moved from the right side to the left side because the patient reported it was uncomfortable on the right side. During the move, the leads pulled out from the epidural space. Therefore, they are plugging the ins and leaving it in the new pocket until the leads can be revised. No further complications were reported.